Event description:
The patient underwent right mastectomy and single stage breast reconstruction with a becker implant many years ago. The patient developed a recent onset of pain, firmness, swelling, discomfort and decided to have the implant removed without further reconstruction. At operation, both the saline and gel implants were found to be ruptured. There was a large calcified capsule that required removal and careful separation from the chest wall. There was silicone gel material just outside the capsule which required removal as well. All of the silicone gel material, implant material and capsule were removed.